Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced severe hyperglycemia while using the ilet system, with fingerstick glucose readings up to 503 mg/dl and an initial value of 490 mg/dl; the user reported no infusion site leakage, the cannula appeared straight on removal, a full supply change was performed with observed drops, and the user noted bilateral foot pain, with cause unclear. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information to link a specific device component or a device malfunction to the event. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.